Event description:
Pt on ECMO bypass after vsd repair with persistent pulmonary hypertension of the newborn. On 11/17/94 at approx 1815 both pre and post oxgenator pumps alarmed occlusion. Within approx 10-15 seconds of pumps alarming, the circuit burst at the distal end of the in-line temperature connector. Circuit reconnected immediately and whole blood added to circuit for volume. Pump would not turn on-battery pack on pump not functioning. Pump hand cranked. Resuscitation of infant was occurring during above process, infant was pronounced at 1830.